Event description:
It was reported when the device was used during a hand assisted laparoscopic colectomy, it tore during insertion. Another device was used to complete the case with no patient consequence.